Event description:
Mckinley medical (the manufactuer) has filed this report after becoming aware of a reportable event with an ambulatory infusion system. Per the complaint (a distributor), the user of a walkmed infusion system observed no delivery during a chemotherapy (5-fu) treatment. The user alleges that the drug reservoir was occluded. Per follow-up communication with the user, there was no injury associated with the event.